Manufacturer narrative:
Specific patient information such as age and weight was not provided. The symptoms began approximately one (1) month after beginning use of the cavicide1 product. The employee sought further medical attention from an optometrist. The optometrist performed a visual examination and diagnosed the symptoms as contact dermatitis due to an allergic reaction. The optometrist prescribed steroid eye drops (pataday) for treatment. The employee reported that she had discontinued use of the cavicide1, utilized the steroid eye drops that were prescribed to her, and applied over-the-counter eye creams and allergy medications (zyrtec) to alleviate the symptoms; however, the symptoms have not subsided. The employee was not definitive as to whether or not the cavicide1 product had caused the symptoms, and stated that she will give it more time to heal. The employee also reported that the cause of the reaction may have been related to the office cleaning protocols. The employee would spray the cavicide1 onto the glasses, and did not rinse the product off afterwards. When using the cavicide1 as a disinfectant for non-critical medical devices, instruments, and implements, the label states: "remove and rinse instruments. Wipe dry prior to use." Metrex has requested that the customer report any new information with regard to this incident. An update will be provided if any new information becomes available. A visual and physical evaluation was performed on the returned product, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process; the product was released within specifications and acceptable parameters. In addition, no similar complaints were received with regard to this lot.

Event description:
An employee alleged that after beginning use of the cavicide1 as a cleaner for her eyeglasses, she began to experience a reaction with symptoms of a burning sensation in the eyes and contact dermatitis underneath the eyelids and on the skin underneath the eyes.